Manufacturer narrative:
The subject device was returned to and evaluated by olympus. During inspection, it was identified that the camera cable was punctured, the focus ring had hairline cracks, intermittent switch button #1, and rear cover labels missing / erased. The device was repaired and sent back to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the camera cable had a hole by storing or reprocessing the device with tweezers, forceps, scalpels, etc. It is likely that water leaked into the cable, destroying the electrical circuit and causing the image loss. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to inform that during reprocessing, cable damage and no image was identified regarding the ch-s400-xz-eb 4k camera head device. There was no report of patient impact. No additional information has been obtained.